Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) went to safety mode during a valve replacement procedure. The clinician stated that the device was explanted and will be returned for analysis. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was confirmed to be in safety core. Review of stored memory verified that the device experienced three system resets during the time of electrocautery use, which caused the device to go into safety core. Of note, cognis/teligen devices have been specifically designed such that if three system resets occur within approximately 48 hours, a device will enter safety core. The behavior of this device is consistent with devices that have reverted to safety core due to electrocautery.